Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped working while the patient was being handled for examination and cannulation. The CPAP mask was disconnected for a few minutes. Upon reconnection, it was noted that the device was not delivering any airway pressure. The monitor remained functional and confirmed the same. No health consequences for the patient were reported.